Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. Upon conclusion of the investigation, the cause of the issue was one or more cycles advanced to next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2015 at 01:31:10. During night drain cycle four, the patient's ultrafiltration reading was 1711ml, indicating the home patient drained 1711ml more than their maximum programmed fill volume of 2400ml. No additional information is available.